Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.0/1.5/102 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2024 the lens was repositioned but it did not resolve the problem. On (B)(6) 2024 the lens was exchanged for a different model/longer length lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specifications. (B)(4).